Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was unknown. The customer mentioned that she had 5 reservoirs in the last order that failed. The customer reported no insulin in the pump. The customer stated that the leak is past the second o-ring. The customer did not report air bubbles in the reservoir. The customer will be sent replacement reservoirs.